Manufacturer narrative:
Reporter is a synthes employee. Part: 323.027-exs, lot: 2239836, manufacturing site: (B)(4), release to warehouse date: 13. March 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the drill guide was discovered to be broken. There was no patient involvement. This report is for one (1) 2.8mm threaded drill guide. This is report 1 of 1 for (B)(4).